Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot #: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: lead. Product ID: 3093-28, lot #: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 25-apr-2011, UDI#: (B)(4). Product ID: 3093-28, serial/lot #: (B)(4), ubd: 07-jan-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that during an unrelated surgery in (B)(6) 2016 the surgeon accidentally cut the electrode to the stimulator. The consumer reported that the implant battery was checked and found to be low so they decided to replace the whole system. The patient had the new stimulator put in (B)(6) 2016. The indication for use was urinary dysfunction/sacral nerve stimulation. No patient symptoms reported.